Event description:
Information as it was reported to ams indicates the customer has stated "fiber broke inside the patient" at 121,787 joules and 23:30 minutes of usage. The case was completed by alternate procedure, (turp). Patient outcome: "no damage to the patient" reported.

Manufacturer narrative:
Additional information provided: doctor (B)(6) informed ams that the intervention on (B)(6) 2014 was interrupted due to a broken fiber and re-scheduled. The intervention was not finished by turp as previously reported on the fiber warranty form and by phone conversation. Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits mild char of detritus; the glass cap exhibits mild devitrification at the output window; the fiber cap also exhibits signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the outer flow tubing appears slightly melted at the location of the fracture; the metal cap adhesion location exhibits burnt glue. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.